Manufacturer narrative:
One long torque wrench hex driver 1.25mmd (tw1.25l) was returned for investigation. Visual evaluation of the as returned products identified that tw1.25l was twisted at the tip. Functional testing could not be performed since the devices were fractured/twisted. Pre-existing patient conditions, tooth location, implantation period and x-ray images are irrelevant to this investigation. Picture images were not provided. Appropriate documentation was reviewed. DHR review could not be performed since the lot numbers were not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A year-long complaint history review by item number was performed for similar events and only 5 other complaints were identified. Based on the available information, device malfunction did occur and the reported events were confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the driver tip fractured while attempting to remove a healing abutment.